Event description:
It was reported that during implant low p-wave amplitude measurements were observed on the device but normal amplitude measurements were observed through the pacing system analyzer. A second device was used with the same results once the rv lead was connected. Both the devices were not implanted.

Manufacturer narrative:
The reported field event of a sensing anomaly was not confirmed in the laboratory. The device was tested using automated test equipment and no anomalies were found. The cause of the reported sensing anomaly could not be determined.